Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was not confirmed. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the cause of the stripes and distortions in the image is an electronic component failure, with no design or manufacturing issues involved. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the device had no image, pixilated image. No patient or procedure involvement. No negative impact in state of health reported.